Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a cut patient during the drain two where the home patient had cut the patient line of the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the home patient (hp) had cut the patient line on the cassette. The event occurred during drain two of five on the home choice (hc). The technical service representative (tsr) assisted to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.